Event description:
No additional information.

Manufacturer narrative:
Additional information: (h) attached medwatch investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported separation of tubing. Description: during or after priming a patient's medication, nurses observed leakage caused by a broken tube. In most cases, the tubing either snapped while inserted in the alaris pump or the ends of the tubing were found to be cracked. No patient harm.